Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the physician extended the helix by rotating the lead, and after approximately eight to ten turns, the helix appeared to be properly fixed. However, more turns were applied to secure the lead, but the single helix unexpectedly came out and got damaged. Subsequent attempts to retract the helix were unsuccessful as it became stuck. The procedure was successfully completed with another lead. No adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section a1, a2 and a3. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the physician extended the helix by rotating the lead, and after approximately eight to ten turns, the helix appeared to be properly fixed. However, more turns were applied to secure the lead, but the single helix unexpectedly came out and got damaged. Subsequent attempts to retract the helix were unsuccessful as it became stuck. The procedure was successfully completed with another lead. No adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific.